Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. During routine follow-up in january, the system showed a loss of capture in rv. So a rv revision was planned on (B)(6). After revision the rv threashold was 0.2volt at 0.4 ms, sensing >25 mv. At the next routine follow up on (B)(6), all parameters were in range and the system was working well. Sometime between this follow up and (B)(6) 2013 the patient received a CT-scan in an outer hospital (no further information available). During routine follow up on (B)(6) 2013 the rv lead showed a high threashold (4.0v at 1.0ms). The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).